Event description:
It was reported by the provider that the sieve beds are leaking. Per the repair statement, the device illuminated a yellow light indicating low o2, but the device did not sound an audible alarm.